Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captivator large oval snare was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the catheter detached and the snare loop was unable to cut the target polyp. The polyp bled and was resolved by placing clips. The procedure was completed with another snare. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Investigation results:   visual evaluation of the returned device found that the catheter was damaged and the wire was exposed near the handle. Further examination noted that the wire was kinked in two sections; middle of the device and near the handle. Functional analysis showed that the device failed to extend.   The reported complaint that the loop failed to cut was confirmed. Due to anatomical/procedural factors encountered during the procedure; performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context.   A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a captivator large oval snare was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the catheter detached and the snare loop was unable to cut the target polyp. The polyp bled and was resolved by placing clips. The procedure was completed with another snare. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.